Manufacturer narrative:
The reason for replacing this product is unrelated to the field action. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the fluid levels of the device were checked and determined low by the physician. An inflatable penile prosthesis (ipp) replacement surgery was deemed necessary to address the problem. The source of the fluid loss was not identified. There were no patient complications.